Event description:
Pt had total hip prosthesis implanted on 4/22/97. She recently began experiencing pain in joint area. It was determined that the metal-backed part of the acetabular component had loosened and the polyethylene had completely fractured requiring removal of device on 10/2/98.